Manufacturer narrative:
Pending device return and investigation. D10: (B)(6) - 320-08-46 - glenosphere exp 46mm +4mm offset (B)(6)- 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit (B)(6)- 322-46-00 - 145-deg pe 46mm hum liner +0.

Event description:
As reported, approximately 1 month and 19 days post the initial tsa, the patient was revised to use hat for instability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, g. Expiration and manufactured dates are unknown. The revision reported was likely the result of instability. The articular surface wear of the humeral liner and the glenosphere observed on the revised components was likely due to third body wear. The underlying cause of the reported instability cannot be determined because no radiographs were provided for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.